Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device misfired on its third firing using a gold reload. The staples on the patient side, approximately 30mm thru the cut, appeared jagged and malformed. (Approximately 4 or 5 staples). Gore seamguard buttressing was being used. The case was completed using the same device with another reload. There was no patient consequence. No device will be returned.